Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the reservoir and infusion set, and, afterwards, she received a no delivery alarm. The customer stated that her blood glucose levels had been high. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that she was still receiving the no delivery alarm during prime even after changing the infusion set and reservoir. The customer stated that she went through three infusion sets and three reservoirs due to the no delivery alarm during manual prime. The customer mentioned an injury to her legs and elevated blood glucose levels due to a non-diabetes related issue. Nothing further reported.